Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera colonovideoscope was clogged with a white foreign material due to insufficient or incorrect reprocessing. The issue was found at reprocessing. The intended diagnostic colonoscopy procedure was completed with a similar device with no surgical delay. No patient harm reported. No nozzle clogging was found before use and no abnormality was found during inspection. The physician reported that the water vapor was not good during use. The mh-946 injection tube was used for manual cleaning in the hospital. There were no scratches on the mounting part of the mh-946. The facility was using a non-olympus automatic endoscope reprocessor (aer). The nozzle was previously changed on september 10, 2019.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The nozzle was clogged and not deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to adherent of gauze, or other foreign material that originated from the peripheral device and chemical solutions which clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (I)fu: "operation manual_ preparation and inspection. - inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system. * inspection of the air-feeding function. * inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- reprocessing manual_ cleaning, disinfection, and sterilization procedures * precleaning_ warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. * flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. - cleaning, disinfection, and sterilization procedures. * cleaning the external surface_ immerse the endoscope in the detergent solution. * with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. * flushing detergent solution into the air/water channel. * removing detergent solution from all channels. * presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.